Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018; lnq11 icm, implanted: (B)(6) 2017; etlw1610c124e, stent graft, implanted: (B)(6) 2017; etlw1610c93e, stent graft, implanted: (B)(6) 2017; esbf2314c103e, stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the physician's office indicating that there was no rv pacing, and a likely loose setscrew. It had been previously reported that within approximately two weeks post-implant during an in-office check, elevated sensing integrity counter (sic) was noted. Thresholds and sensing were noted as good along with no noise, but it was noted that right ventricular (rv) sensing was in unipolar. The device and rv lead remain in use. No patient complications have been reported as a result of this event.